Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. (B)(6).

Event description:
An event involved a chemoclave vented bag spike where it was reported that chemo drug leaked from air vent during infusion. There was no bleed back reported. There was patient involvement but no patient harm.